Event description:
The reporter stated that when the edge system/ ouik-combo pacing/defibrillation/ECG electrode's pouch was opened, a set of fast-patch plus pacing/defibrillation/ECG electrodes was found in the pouch. A second pouch with the correct set of electrodes was opened and treatment was continued. There were no adverse effect to the patient as a result of the reported event.